Manufacturer narrative:
The viper universal poly driver was not returned for evaluation. The lot number is unknown. Without the lot number, a device history record review cannot be conducted. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. A definitive root cause cannot be determined with the information provided. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown part, UDI is unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip broke off in screw.